Manufacturer narrative:
Information was received from user facility on medwatch # (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was presenting with pain and swelling. Upon evaluation, it was determined the implanted screws had fractured and the patient was presenting with an infected nonunion. The patient was then admitted for removal of the device and debridement of the radial shaft.